Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned in 2 sections, is-1: 6cm, and tip: 39cm with helix extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil is fractured at distal end of terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during implant, the right atrial (ra) lead helix would not retract. The ra lead was removed and replaced prior to pocket and was never in service. No adverse patient effects were reported.